Event description:
The device was returned, and it did not detect the set when attached to the pump. Upon physical inspection, a faulty latch/lock sensor was found. This was determined to be a reportable issue. There was no reported patient involvement. No patient harm or injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. Upon further investigation, found uso sensor defective and dso seal delaminated. The latch/lock mechanism, latch/lock flex sensor upstream occlusion (uso)sensor, downstream occlusin seal (dso) were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.